Event description:
The following has been reported: time keeper error err-30 cpu board faulty reporting as a conservative measure. No adverse event communicated. More information is needed to complete the investigation.